Manufacturer narrative:
Intuitive surgical inc., (isi) has received the force bipolar part associated with this complaint and have completed investigations. Failure analysis investigations was not able to replicate or confirm the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Visual inspection of the instrument found physical damage to the grips. There was no problem detected in relation to the customer reported complaint. Failure analysis found an additional observation that was not reported by site and was not related to the reported issue: the force bipolar instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. A piece of insulation 0.023¿ in length was missing and the conductor wires were exposed, however no wires were damaged. An electrical continuity test was performed, and the instrument passed. The root cause of the damaged conductor insulation is attributed to the user mishandling/misuse, most commonly caused by collisions with other instruments or sharp objects. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the force bipolar (part - 470405-06/n11200121-0054) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2021 on system sk1124, with 2 lives remaining. This complaint is reportable due to the following conclusion: failure analysis identified damaged conductor wire insulation with exposed internal conductor wires and a passed electrical continuity test. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, that the force bipolar instrument had the wrist joint "popped open." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on 26-aug-2021. It was stated that the instrument was not used on a patient because when it was installed for use, it was "rejected by the robot." No further details were available.